Manufacturer narrative:
One 72202897 twinfix ultra ti 5.5mm suture anchor device reported on. The failed device used for treatment, was not returned, but rather, four new and unopened devices were returned to represent the allegation. The complaint stated: ¿the device was defective, it broke off inside the patient¿. A sample device was tested. It was inserter and seated properly. There were no unusual observations. It was then tested in an inferior hole, off axis where it required excess torque to rotate. With continued rotations, the anchor would have become damaged or fractured. Instruction for use documentation is quite specific and confirms instructions, precautionary statements and recommendations for proper use of product. It contains technique driven instructions and cautions: ¿it is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a shoulder arthroscopy the device was defective, it broke off inside the patient, the broken piece was removed via tissue grasper. A backup device was used to complete the surgery. No delay or patient injury reported.